Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited system error 42 224 0004. No additional information is available at this time.